Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00036, 3005334138-2016-00018, 3005334138-2016-00019, 3008452825-2016-00047, 2030404-2016-00015, 9680001-2016-00037. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. During geometry creation the ablation catheter appeared distorted and stretched and a loss of signal was noted. The catheter was exchanged with the same model and the procedure was successfully completed. After the patient was transferred out of the ep lab, the patient became quite pale and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed to stabilize the patient.